Event description:
During an on-site visit to the hospital, the nurse an issue that occurred in (B)(6) with a set that included the q2 multiport manifold. The nurse reported the set was leaking at the manifold filter. The type of infusate was not reported. There were no patient complications reported as a result of the alleged event. The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation. The investigation thus far has identified several improvements and adjustments to increase process robustness.